Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k962106.

Event description:
It was reported that the mount was not able to be disengaged from the implant. The procedure was completed with another implant. Tooth location 31.

Manufacturer narrative:
One implant was returned with its respective mount for investigation. Visual evaluation of the as returned product identified signs of use along the threads/ha coating and dried blood around the device. It was determined the device failed functional testing as the mount could not be removed from the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.